Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer stated he had a very high heart rate, which required the doctors to shock the heart a few times. The customer also stated that he was vomiting a few days prior to the hospitalization. The infusion set was changed a day and a half prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. Advised the customer that the tubing clamp will be sent and to call back to perform the high pressure test when it arrives.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report to be complete to the best of our knowledge. No conclusion can be drawn at this time.